Manufacturer narrative:
(B)(4). The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the device's ECG board. The ECG board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pace. Complainant indicated that there was no patient involvement in the reported malfunction.